Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. One day prior to the receipt of this report, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with gentamicin intravenously (IV) (60mg every 48hrs). On an unknown date, dianeal ambuflex therapy was discontinued for an unknown reason. At the time of this report, the peritonitis was ongoing, the patient was still hospitalized for the event, and the patient¿s condition was improving. The patient was not re-trained in aseptic procedures for performing pd therapy. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896399, gd896407, and gd896415 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.